Event description:
Boston scientific received information that remote monitoring of this right ventricular lead and device displayed a high out of range impedance measurement. A review of the data revealed stable measurements during the last eighteen months until approximately one month ago. Stored electrograms revealed normal sensing and pacing with no noise or artifact. This information was provided to the physician. No adverse patient effects were reported.

Event description:
Additional information was received. An internal technical service consultant was contacted regarding how soon a follow up visit needs to be performed sooner than scheduled. Ts provided information that there has been a gradual increase in impedance measurements and no noise on the lead and recommended follow be performed r than the to assure system performance. In addition, a lead x-ray was recommended. Ts also indicated that as the rise in impedance is gradual, this may be due to a tip/tissue interface issue in the heart rather than a lead fracture. Threshold and sensing remain unchanged and no noise or artifact episodes were observed. A follow up visit was scheduled, however the patient did not present. According to available information, this system remains implanted and in service. The patient remains monitored remotely.

Manufacturer narrative:
As of this date, this system remains implanted and in service. Should additional information become available, this event will be updated.